Event description:
A healthcare worker experienced stinging with a whitening of the skin to the right thumb and index finger after touching peel pouches from a completed load that were moist. The worker washed her hands and was seen by the employee health department and received a cream. Her symptoms resolved in approximately 1/2 hour. Cycle had completed and vaporizer plate was reported as in place.